Event description:
It was reported that the bd alaris smartsite extension set experienced occlusion. The following information was provided by the initial reporter: they are infusing smoflipids at 2cc/hr and the filter seems to be drying out, occluding and then hard to remove.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set experienced occlusion. The following information was provided by the initial reporter: they are infusing smoflipids at 2cc/hr and the filter seems to be drying out, occluding and then hard to remove.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that they are infusing smoflipids at 2cc/hr and the filter seems to be drying out, occluding and then hard to remove. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 20127e because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.